Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿reads 'channel error' when in use.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the unit showed a "check IV set" error when I hooked it up to a pcu. Testing showed that the upstream pressure sensor was not in the correct voltage range, the most likely cause of the error, so I replaced both the upstream and downstream pressure sensors. During testing I also noticed that some segments on the top row of the display were going dim, so I replaced the display board as well. I recalibrated the unit, and ran it through its pm testing, with no further issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿